Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 3.8 to 6.2ma on (B)(6) 2026. Starting on (B)(6) 2026, the patient experienced a "flutter" near the ipg site without pain or discomfort. It was also noted that the ipg had almost flipped. Device interrogation occurred on (B)(6) 2026, impedance trends were stable, and barostim therapy was not changed. Chest and neck x-rays showed the csl overlying the ipg instead of the excess lead being located laterally to the ipg. The positioning of the lead was suggestive of device migration, and appropriate intervention was being assessed. In the opinion of the physician, while the root cause was unable to be conclusively determined, the patient's anatomy, particularly their heavier chest, and mobility may have contributed. A pocket revision occurred on (B)(6) 2026, and two sutures were still attached to the ipg and were required to be cut. The ipg was placed submuscularly with the excess csl placed above in the original pocket. There was no contact with the ipg and excess lead, and impedance remained stable throughout the procedure. As of 26-may-2026, the patient was doing well with no continuing "flutter" reported.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unable to be conclusively determined, the patient's anatomy, particularly their heavier chest, and mobility may have contributed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: health effect clinical code 4581: suggested code: general sensation cvrx ID# (B)(4)